Manufacturer narrative:
The reported issue was not confirmed. The pump module was investigated under file (B)(4) for communication error related issues that could not be replicated. At the time of this investigation there was no knowledge of the occlusion issue. Service had identified the device had a damaged ail assembly and bezel; however it was not determined if this was a contributing factor for the reported issue of failing to alarm for occlusion. The customer had instructed the service depot to return the pump module unrepaired; they would perform their own repairs themselves. The device was returned in march of 2019. Since its return the customer has not reported any further issues associated with the device not alarming for occlusion. Based on the above facts the file may be closed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the device failed to alarm for occlusion alarms. It was reported that the customer " verified the occlusion problem" however the testing was not clarified or provided.

Manufacturer narrative:
The reported issue was not confirmed. The pump module was investigated under file 281983 for communication error related issues that could not be replicated. At the time of this investigation there was no knowledge of the occlusion issue. Service had identified the device had a damaged ail assembly and bezel; however it was not determined if this was a contributing factor for the reported issue of failing to alarm for occlusion. The customer had instructed the service depot to return the pump module unrepaired; they would perform their own repairs themselves. The device was returned in march of 2019. Since its return the customer has not reported any further issues associated with the device not alarming for occlusion. Based on the above facts the file may be closed. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.

Event description:
The customer reported that the device failed to alarm for occlusion alarms. It was reported that the customer " verified the occlusion problem" however the testing was not clarified or provided.